Event description:
This x-ray system's fluoro and exposure pedals were sticking. If the pedals stick, then, x-rays will be continued to be emitted by the system.

Manufacturer narrative:
(Conclusions) - the root cause of the sticking foot switch was contamination by contrast fluid. The event was not caused by the system design but by outside contamination by the user.